Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the handpiece is overtorqued as a result of misuse that caused a crack in the housing. The torque base was not (or not correctly) used which is user mistake. To resolve the issues, the housing and the associated o-rings have been replaced, and the calibration, safety and final test according to manufacturer guidelines have been performed. Root cause - the root cause is confirmed as overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. A CAPA has been raised to investigate overtorquing of the handpiece and is pending corrective action. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when using the cusa excel generator with the cusa excel 23khz straight handpiece, an error message was displayed: "leak at the circuit level." After inspection of the handpiece, a crack in the junction between the needle thread and the handle was found, making it impossible to use. They needed to replace the handpiece with longer intervention time, and the next operation was to take place under laparoscopy but no laparoscopy handpieces were available (stock of 2 handpieces in the operating room). The operation had to be transformed into a laparotomy.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Additional information received indicating the following: the increase of the surgery time was less than 30 minutes. Customer does not have the identity of the patient regarding this incident to share.

Event description:
N/a.